Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The pt returned to the hosp two days after discharge with bile leak. Pt was in hosp with bile peritonitis until 2004. Device will not be returned.